Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. No discrepancies were observed during visual inspection and during functional testing of the received canula, the water passed through the connector and no leaks were observed in the assembly. The reported issue could not be confirmed. The root cause cannot be established as no fault was found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a leakage at the catheter-tubing connection during the delivery of the medication. Installation sites were changed regularly. The patient had blockages because of this leakage. The lot number of the infusion set has been changed and the issue has since resolved. No patient injury was reported.